Manufacturer narrative:
(B)(4). The service engineer (se) replaced the filters. The ventilator passed self-tests.

Event description:
The customer reported the ventilator stopped cycling. The ventilator was not on a patient at the time of the event.